Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic transection, the surgeon was able to press the green button, however the device did not fire.